Manufacturer narrative:
Additional information has been provided in d.9.,h.3., h.6., and h.11 the product was returned for analysis, and the reported damage was observed. Adm received in a blister tray inside a plastic bag. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger is fully advanced outside the nozzle tip. The nozzle tip is damaged/deformed. No iol (intraocular lens) returned. We are unable to determine the root cause for the reported complaint "tip of a nozzle part was found chipped". The device was returned activated. No iol was returned. The IFU instructs to inspect the preloaded device nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company preloaded delivery system. All preloaded devices are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during intraocular lens (iol) implant procedure, that the tip of a nozzle part was found chipped and it was used as it was as determined by the doctor. The surgery was completed on the same day.